Event description:
It was reported that the device illuminated the service light and logged event codes in the memory. Physio-control evaluated the device and verified the reported problem. Furthermore, physio found that the device was unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Additional evaluation of the removed therapy pcb assembly was unable to determine further cause of the failure.